Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed small air bubbles in the infusing set tubing. Then, when attempting to load a cartridge, the customer was unable to install the cartridge. Reportedly, there was no obstruction preventing the cartridge from being loaded. The customer was able to successfully install the cartridge after applying more force. The customer completed the load process successfully and resumed insulin delivery. The customer's blood glucose level was 281 mg/dl, and was addressed with a correction bolus.